Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the erbe repeatedly faulted with errors c-83 and 2-88. The procedure was aborted to a new vision side cart (vsc). There were no report of patient involvement.

Manufacturer narrative:
N investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found system error for generator defect. The complaint was confirmed based on the results of the investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.